Event description:
The patient was implanted with the vocare bladder system in 1997. Patient contacted physician to report "fluctuating" results with the vocare system. The patient had an infection of the cervical spine, and was believed to have developed an infection at or near l1, l2. The pt may also have experienced a collapse of l2. MRI revealed vocare electrodes were intact with no sign of infection, and that the pt had l1, l2 vertebral destruction with an l2 diskitis and fluid collection. The poor response to stimulation may have been attributed to nerve compression. The relationship between the patient's condition and the device is unclear. Follow up will be provided.